Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of a left unruptured cav (cavernous) saccular aneurysm measuring 12mm x 4mm. During pipeline deployment, it was reported that the distal end did not fully open and angioplasty with a hyperform balloon (an option presented in the instructions for use) was required to achieve full wall apposition. No injury was reported with the patient as a result of the procedure.